Manufacturer narrative:
Heart valve was returned to edward lifesciences for evaluation. During the visual examination, the explanted valve was found to be noticeably deformed as received, presumably related to the explant. The valve frame/stent was not in a fully expanded position. The leaflets were folded randomly within the deformed valve stent. Mild to moderate host fibrous (pannus) tissue growth was observed on the outflow side of the valve. Leaflets was fused by the host pannus tissue at one of the commissures. Host tissue growth on the inflow side of the valve was mild and primarily confined to the cloth. No leaflet tissue calcification was detected by x-ray imaging. The host tissue overgrowth related minor leaflet fusion appears to have limited effect on the overall mobility of the leaflets. Since no echocardiograph was provided, the reported sapien xt valve stenosis could not be confirmed. Investigation is ongoing.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, approximately 1 year and 2 months post transfemoral tavr procedure in the aortic position, the patient's sapien xt valve was explanted and replaced with a 21mm 3300tfx surgical valve due to ¿worsening stenosis¿ months after implantation. The patient is stable and recovering well.

Manufacturer narrative:
Additional information: additional information provided by the explanting physician and the hospital medical records indicated the patient's 21mm magna valve was implanted approximately 6 years ago, which required a valve-in-valve with a 23mm sapien xt approximately 5 years post tavr. The first magna valve had a post-operative pvl that never resolved. Following the sapien xt implant, the patient had high gradients, 23mmhg, which increased to 37 over time. Due to high gradients and increasing symptoms, the patient required the explant of the sapien xt valve and the implant of a 21mm magna valve via full sternotomy due to her small root. At operations, the leaflets of the thv valve were noted to be somewhat thickened and stiff. The bioprosthetic valve leaflets (magna) were calcified and sclerotic. The post deployment tee revealed a well-functioning valve with no pvl and preserved left ventricular function. The patient was reported to be in stable condition. Serial echo reports provided showed that at pod1 the peak gradient was 45.2mmhg, the mean gradient was 25mmhg, the ava of .58cm² and the patient had mild pvl. At pod36 the peak gradient was 55.1mmhg, the mean gradient was 32mmhg, the ava was .89cm² and the patient had mild aortic regurgitation. One year post valve deployment, the peak gradient was 75mmhg, mean gradient 42mmhg, the ava was .5cm² and the patient's paravalvular leak was noted as moderate. The heart valve was sent to (B)(4) laboratories for histology evaluation in order to provide general information on the condition of the leaflet. The valve underwent visual, x-ray and staining analysis. Visual inspection revealed extensive deformation of the valve, presumably related to the explant. The valve frame/stent was not received in a nominally expanded condition; the outflow presented with a severely ovalized cross-section. As-received, the leaflets were folded into a drastically restrictive pattern within the deformed valve stent. It remains unknown to what extent any of this under-expansion and/or distortion may have existed in vivo. Mild to moderate host fibrous (pannus) tissue growth was observed on the outflow side of the valve. Leaflets were fused by the host pannus tissue at one of the commissures. Host tissue growth on the inflow side of the valve was mild and primarily confined to the cloth. X-ray imaging showed the metal frame was intact, but severely deformed. No appreciable calcification was depicted in the leaflets. Three types of staining were performed: hematoxylin and eosin (h&e), masson¿s trichrome (mt), and von kossa (vk). Images were taken at 10x and 400x magnifications for all of the specimens and stains. Overall, the prosthetic valve tissue examined remains intact and well preserved. There is no evidence of tissue calcification. The pannus observed appears to have been ongoing at the time of explant. No abnormality in the bio prosthetic leaflet tissue was evident. There is noticeable host tissue overgrowth at commissure 1 causing leaflet fusion that likely limited the mobility of the leaflets to some extent. The influence of the leaflet fusion on the reported valve stenosis is unknown. Investigation is ongoing.

Manufacturer narrative:
Cine and echo images were provided and reviewed by an edwards physician proctor. Valve in valve (v-in-v) cineangiography (1image), pre-viv CT, pre-viv CT, pre-viv cineangiography, and pre v-in-v echo images were submitted for review. Follow up echo images were not provided. Pre-viv CT: unable to download into 3mensio to re-create annulus viv cine: only 1 image provided after 2 different attempts for complete study. · sapien xt valve implanted too low within pre-existing magna valve (too ventricular) · sapien xt valve not fully expanded viv echo pod1: poor image quality · pvl seen, unable to determine if from sapien xt or magna impressions: 1-following implant of the original magna ease 21mm, the patient has persistently high gradients, suggesting ppm (patient prosthetic mismatch). In addition, the 23mm sapien xt could not be fully expanded inside the magna ease, which affected its performance. 2-the only cine image received shows the sapien xt valve was placed too low within the magna ease valve and the valve was not fully expanded (the xt stent struts were expanded less than 105 degrees). The echo values demonstrate that the tavr implant had a mean av gradient of 25mmhg with an ava 0.58cm² on pod1. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. After review of the available information, it is possible to confirm the ppm and host tissue overgrowth contributed to the valve stenosis; however, it is not possible to determine the underlying cause of the host tissue overgrowth. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.